Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. No report of patient involvement. Date of manufacturer unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a system restart alarm. The unit was not able to mechanically ventilate. There was no report of patient involvement.